Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2022-00877. It was reported the patient¿s system was auto-reducing due to high impedances. As result, surgical intervention may occur on a later date.

Event description:
Additional information received indicates the patient¿s lead was explanted and replaced on (B)(6) 2022 resolving the issue.

Manufacturer narrative:
The reported event of ineffective stimulation was confirmed. As received, visual inspection showed the returned lead (a) had a kink on the outer tubing with all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use

Event description:
Related manufacturer report number: 1627487-2022-00877. It was reported the patient¿s system was auto-reducing due to high impedances. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
Event date is an estimate.